Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of hard bumps is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of skin irritation: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm voluma in the marionette lines and chin area. About 9 months later, the patient returned to the clinic with hard bumps and was very upset. Patient was treated with hyaluronidase. Symptoms have slightly improved but there are still existing nodules.